Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient went home and was trying to turn therapy back on but was encountering a warning power on reset (por) screen. The patient recently had a revision and was redirected to their health care professional to clear that screen. There were no symptoms or further complications reported or anticipated.